Event description:
According to the initial report, "subject in the post market study: ox1901.000-m (11/20)- post market clinical follow up study protocol of the on-x ascending aortic prosthesis (aap)- single site retrospective study. While performing crf review, noted ae had been documented- no medical records have been provided for review. Only information available to artivion is what is documented on crf. Subject is documented to have experienced non-sustained ventricular tachycardia and per hand-written crf notes, underwent ep study. No further information was provided and no hospitalization was documented. Reported available information to field assurance." Medical records/source documents are not provided and the only information clinical research had available to report is what the site staff documented on the crf. No additional information forthcoming.